Manufacturer narrative:
Patients (19 male and 15 female), with a mean age of 50 years (range, 16-85 years). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: puskas, gj. Et al (2017), revision rate after screw or plate arthrodesis of the glenohumeral joint, orthopaedics & traumatology: surgery & research, vol. 103 pages 875-884 (switzerland) the aim of this retrospective multicenter present study is to evaluate the clinical and radiolographic outcome of these two techniques with special interest in the revision rate. Between january 2000 and march 2012, 34 patients (19 male and 15 female), with a mean age of 50 years (range, 16-85 years underwent glenohumeral arthrodesis using unknown synthes 8 to 16-hole 4.5 reconstruction plate. Follow-up of 43 months (range, 11-152 months) to compare their clinical and radiographic outcome with special focus on revision rate. The following complications were reported as follows: one unknown patient with nonunion had plate loosening. This report is for an unknown synthes 8 to 16-hole 4.5 reconstruction plate. This is report 9 of 9 for (B)(4).